Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown plate/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2016 for hardware removal due to infection. On (B)(6) 2016 the patient underwent a fibular free-flap mandibular reconstruction surgery and was originally implanted with a milled custom plate and screws. The patient developed a post-operative infection. No information was provided on whether the patient had symptoms associated with this event. During revision surgery, the plate and unknown number of screws were removed. The patient did not receive new hardware because bony healing was present. No surgical delay or patient harm was reported. The procedure was successfully completed. This complaint involves 2 devices. This report is 1 of 2 for (B)(4).